Manufacturer narrative:
On 10-may-2017 product investigation results: reporter returned two toothbrush heads on 17-mar-2017 that were identified as oral-b power oral care refills precision clean on 11-apr-2017. Toothbrush heads confirmed to be counterfeit.

Event description:
Brush shot off into my mouth and shot at full speed into the back of my throat [foreign body], felt something sharp while brushing [oral discomfort], brush was somewhat loose - oral-b brushhead [device connection issue], brush including the stem fell off and the internal mechanism remained on the device - oral-b brushhead [device breakage], product counterfeit [product counterfeit]. Case description: a consumer of unspecified age and gender reported via e-mail on (B)(6) 2017 that he/she purchased 2 packs of oral-b brushheads, version unknown for his/her oral-b rechargeable toothbrush, version unknown. The consumer explained that first, he/she felt something sharp while brushing after 2 weeks; he/she found out that the brush head was somewhat loose and put a new one on. The consumer stated that this brush head lasted a little longer, but yet again after about 3 to 4 weeks he/she felt something sharp and again the brush was loose. The consumer noted that he/she also thought that the size was strange. Then last week in (B)(6) 2017, he/she had a different problem: the brush including the stem fell off and the internal mechanism remained on the device. The consumer reported that he/she did nothing about it, but then on (B)(6) 2017 the brush shot off into his/her mouth and shot at full speed into the back of his/her throat. The consumer noted that he/she had never had problems with oral-b electric toothbrushes before. The case outcome was recovered. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush shot off into my mouth and shot at full speed into the back of my throat [foreign body]; felt something sharp while brushing [oral discomfort]; brush was somewhat loose - oral-b brushhead [device connection issue]; brush including the stem fell off and the internal mechanism remained on the device - oral-b brushhead [device breakage]. Case description: a consumer of unspecified age and gender reported via e-mail on (B)(6) 2017 that he/she purchased 2 packs of oral-b brushheads, version unknown for his/her oral-b rechargeable toothbrush, version unknown. The consumer explained that first, he/she felt something sharp while brushing after 2 weeks; he/she found out that the brush head was somewhat loose and put a new one on. The consumer stated that this brush head lasted a little longer, but yet again after about 3 to 4 weeks he/she felt something sharp and again the brush was loose. The consumer noted that he/she also thought that the size was strange. Then last week in (B)(6) 2017, he/she had a different problem: the brush including the stem fell off and the internal mechanism remained on the device. The consumer reported that he/she did nothing about it, but then on (B)(6) 2017 the brush shot off into his/her mouth and shot at full speed into the back of his/her throat. The consumer noted that he/she had never had problems with oral-b electric toothbrushes before. The case outcome was recovered. No further information was provided.